Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, gravida ii and hyperactive. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced osteoarthritis ("arthrosis"), arthralgia ("joint pain"), abscess ("abscess") and mental disorder ("psychological disorders"). On (B)(6) 2023, 3661 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed the same day. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to osteoarthritis, arthralgia, abscess, mental disorder or medical device removal. The reporter commented: other products: no. Everything was fine for three-four years, until the first joint pains appeared among other symptoms. She have become a ¿tamalou¿ soon to be 51 years old, feverishly turns the pages of her medical file and tries to swallow back her tears when the emotion submerges her. She was fitted with a metacarpal prosthesis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2024: quality safety evaluation of ptc. 30-apr-2024: health authority reference number added. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2, gravida ii and hyperactive. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3661 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced osteoarthritis ("arthrosis"), arthralgia ("joint pain"), abscess ("abscess") and mental disorder ("psychological disorders"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to osteoarthritis, arthralgia, abscess, mental disorder or medical device removal. The reporter commented: other products: no everything was fine for three-four years, until the first joint pains appeared among other symptoms. She have become a ¿tamalou¿ soon to be 51 years old, feverishly turns the pages of her medical file and tries to swallow back her tears when the emotion submerges her. She was fitted with a metacarpal prosthesis. The most recent follow-up information incorporated above includes data received on: 19-apr-2024: process with initial. 19-apr-2024: process with initial. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.